Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and infinite impedance measurements. Non-capture was noted in bipolar configuration and high threshold was noted in unipolar configuration. Frequent noise and oversensing was also observed. The lead was believed to have possibly fractured. The lead was reprogrammed to unipolar and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Ventricular lead impedance trends show a lifetime maximum impedance of > 9999 ohms. A lead warning occurred on (B)(4) 2014 with an increased count of high impedance and open circuit paces since the warning. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Ventricular capture management trend data shows threshold stable at 0.625v through (B)(4) 2014, then threshold begins to vary from 0.625v up to a few weeks with a maximum threshold of > 2.5v. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular high rate episodes were recorded with apparent noise oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.